Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial#: (B)(6), product type: recharger. B3: event date is unknwon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient (pt) is only able to get ins charged to 30% and it is taking up to 1-1.5hrs to get to 30% but sounds like pt is in the fair/good coupling range. Rep also stated seeing software problem on controller, but they did not have any of the details for that code. Rep was able to get excellent coupling in office and were charging ins but reported that it was fluctuating between good and excellent. Reviewed time difference between good and excellent to provide perspective of time expectation for charging. 2021-05-04 rpl 294791 update (con): no new event information was reported. Additional information was received from the patient (pt). They reported that sometime in 2021 they had to move their implantable neurostimulator (ins) to a different place because it had moved up in their spine and medtronic rep gave them "a whole new thing." Agent understood pt was supplied with a 2nd set of external equipment. Pt previously reported due to how ins was sitting in pocket (wedged in spine) caused pt to go in for surgery to have the ins repositioned. Agent closed case.